Manufacturer narrative:
MDR 1219913-2020-00212 was filed on 14-aug-2020 for a discordant high atellica im ca 19-9 result obtained on a patient sample. 24-aug-2020: additional information: siemens has reviewed the event data and has concluded the incident investigation. The patient's sample (second) was sent to siemens for evaluation. The sample was run neat (untreated) resulting reactive with atellica im ca 19-9 reagent lots 464 (124 u/ml) and 470 (131 u/ml), therefore this is not a reagent lot to reagent lot issue. The sample was treated with a heterophilic blocking tube (hbt), the treated sample recovered 44 u/ml with atellica im ca 19-9 reagent lot 464. Siemens also tested the sample with the dimension vista ca 19-9 assay and it recovered within the normal range (16 u/ml, normal range < 37 u/ml). Given the original sample result dropped 40% after hbt treatment and the second sample dropped 65% after hbt treatment, would indicate potential heterophilic antibodies elevating the atellica im ca19-9 results. The instructions for use (IFU) of the heterophilic blocking tube (hbt), limitation of procedure section states: "there may be some samples with extremely strong heterophilic interference. In such cases the hbt may not be able to block all of the assay interference." The expected values section of the atellica im ca 19-9 instructions for use (IFU) (110995285, revision 03, 2019-07) indicates 3.7% of samples from normal patients recovered >37 iu/ml so a certain number of elevated results from normal patients can be expected for this assay. The instructions for use (IFU) under the limitation section states the following: "warning do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease." Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results. Patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies." In summary, the elevated samples from this one patient does not indicate a product problem with atellica im ca 19-9 reagent lot 464. The cause of the elevated result observed by the customer with samples from this one patient when using atellica im ca 19-9 reagent lot 464 is unknown. However potential heterophilic antibodies in samples from this patient are elevating the atellica im ca19-9 results. Based on the investigation, no product problem was identified. The assay is performing within specifications. No further evaluation of the device is required. In section h6, the health effect - clinical code, clinical impact code and the component code were added. The medical device problem code and the type of investigation codes remained the same. The investigation findings code and the investigation conclusions codes were revised.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant, high atellica im ca 19-9 result on a patient. The assay calibration and quality control (qc) results were within acceptable ranges when the incident occurred. As part of troubleshooting, siemens performed additional patient sample testing at two alternate laboratories. The additional testing and results were not intended for release to the provider(s). For the first alternate laboratory (#1), the sample was tested on another atellica im system as neat (non-treated) and treated with heterophilic blocking tube (hbt). The neat sample resulted similar to the original result and resulted lower when treated with heterophilic blocking tube (hbt). The same sample was also tested for hbt on the alternate ca 19-9 test method, resulting similar to the initial result. A new patient sample for troubleshooting was tested at a second alternate laboratory (#2) with the same alternate ca 19-9 test method, resulting slightly lower compared to the initial result. This sample was also tested at the customer site on the original atellica im system ((B)(4)), resulting lower. Serial manual dilutions of the sample was observed to be non-linear. Siemens is investigating. The instructions for use under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The instructions for use (IFU) states the following in the limitations section: "warning do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease." "Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." "The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results."

Event description:
A discordant high atellica im ca 19-9 result was obtained on a patient sample and considered discordant compared to a lower alternate ca 19-9 test method result. Per laboratory protocal, results that are greater than 34 u/ml without a prior high result history are sent to an alternate laboratory for result verification. The sample was repeated on an alternate ca 19-9 test method, resulting lower. The lower alternate ca 19-9 test method result was reported and accepted by the physician(s). There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, high atellica im ca 19-9 result. .